Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with eight remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Note that the instruction for use (IFU) brochure which accompanies each product shipment cautions the user as follows: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Also, avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The clip applier did not grip or grasp the tissue fully. When the clip is closed it is cross shaped. The surgical time was extended by thirty minutes due to the product problem. In order to resolve the issue and complete the case, the device was replaced. There was no patient harm.